Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 48 mg/dl, 61 mg/dl, 85 mg/dl and 107 mg/dl when all tests were performed within 10 mins on the advantage system. No actions were reported taken or treatment received at the time of the report, but the customer did plan on self-treating as he did feel hypoglycemic symptoms. No adverse event reported. A request was made for the return of the affected product.